Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have one blade broken at the tip. A piece approximately 0.79 mm x 0.61 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this broken blade show damage. There is presence of indentations on the second blade of the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.).

Event description:
It was reported that during central processing, the monopolar curved scissors instrument's tip was damaged. No known impact or patient consequence was reported.